Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to pulley cover. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was first observed during cleaning (of central reprocessing). There was no injury to the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with an energy instrument during the procedure. There was no material missing or detached from the instrument. No photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument was available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting around the yaw pulley. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.